Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that there were five infusion sets in which it was impossible to attach the drain after detachment from the body. No further information available.